Manufacturer narrative:
The customer contacted a siemens customer care center and siemens determined that quality controls (qcs) recovered within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service method tests and determined that there was an issue with the sample probe. The cse replaced the sample probe 1 (s1) mixer, meter pump, integrated multisensor technology (imt) and sample arm. Then, the cse ran quick check tests and qc, resulting acceptably. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose(glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.